Event description:
A report was received that a patient had her device explanted, a few months after being implanted. The patient was re-implanted with a competitor's scs system. The implanting physician has no information regarding the patient having her device explanted.